Manufacturer narrative:
H4: information is unavailable; device was not returned for evaluation.

Event description:
During a breast biopsy procedure, the doctor pierced the breast and attempted to take a sample, when the control unit gave an l3-017 probe damaged error. The doctor removed the probe from the breast, tried a second probe, initialized it, entered sample mode, and tried several mock samples with the unit to see if the error code would return. The doctor decided not to reenter the breast and aborted case. No samples had been taken. The patient will be rescheduled.